Manufacturer narrative:
(B)(4). Field service specialist (fss) visited the account and verified the problem. Fss replaced parts and calibrated. Also rerouted wiring that may be hitting bottom cover. Performed lens calibration, centration and all passed. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that when they do centering calibration as well as when they are trying to acquire patient they are receiving shadows detected and pupil not found error messages. It was reported that this occurred also during a procedure and the procedure was completed by switching to photorefractive keratectomy.